Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection in (B)(6) 2011. It was suspected that the recipient had a biofilm. The infection was resolved with antibiotics, however the infection recurred in (B)(6) 2013. On (B)(6) 2013, the recipient was treated with augmentin for one month; however the treatment was not successful. The recipient's infection has been resolved. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as cuts on the electrode lead silastic overmold. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured.

Event description:
The recipient was reportedly experiencing swelling over the implant site. The recipient was prescribed antibiotics (type unknown) in 2011 and 2013. The recipient was explanted. The recipient was reimplanted with another cochlear implant. Advanced bionics is in the process of gathering further information. A supplemental report will be submitted once more information is received.